Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the tubing kinking in all kits and the tubing was already bent at the attachment to the uri meter and also in the middle of the tubing. And patients tubing was bent and significant amount of urine was retained in the bladder.